Event description:
Bi-lateral inguinal hernia surgery (B)(6) 2011 mesh put in. Barred 3d max. Size medium. Six months felt great. While performing the same act that created the hernia 6 months later. Burning at the belt line. Symptoms became testicular, abdominal, hip and rectal pain: general and stabbing. Also cold burning sensation scrotal, hip, stomach, rectal and thigh. Year later and 25 doctor visits, doctors decide problem from the insertion of the mesh. Want to cut the nerves as a solution.